Manufacturer narrative:
It was reported that a revision surgery was performed on the patient due to poly being disengaged. The associated legion ps high flexion insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the examination showed burnishing on the articulating surface of the insert, wear on the non-articulating surface of the insert, deformation of the locking mechanism, and a slight impingement of the post. The burnishing on the articulating surface of the insert and slight impingement of the post are both likely due to contact with the femoral component. The causes of the wear on the non-articulating surface of the insert and deformation of the locking mechanism could not be determined from this investigation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that no medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to poly disengage. Once they remove the old poly, it was found that it had a broken locking mechanism. Device was removed and replaced. No further revision required for other components.